Event description:
It was reported that during a procedure, 2 rad 40 blades were used; ¿one the tip is broken off the other the inner part is not flush with the sheath.¿ there was no patient impact, procedure continued with like product.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation. Method: no testing. (B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Return date: november 20, 2014. Date received by manufacturer: november 21, 2014. Product evaluation: two devices were returned for evaluation. Analysis found that when compared to the assembly drawing: the spiral wrap failed and hyper extended as a result which would have resulted in the reported malfunction. One sample was stretched and the other sample had the tip broken off. The extent of the spiral wrap damage may indicate the device was being run in forward direction however this cannot be confirmed. The instructions for use warns: excessive pressure applied to bur/blade may cause fracture. Note: [excess: exceeded sufficient pressure required for operation]. Additionally the instructions for use warns ¿powered blades should be operated in the oscillate mode only. Operating in the forward mode may cause damage to the blade.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.